Manufacturer narrative:
The customer reported discrepant high inratio inr results during testing. Accuracy comparison testing was not performed for the result provided on (B)(6) 2014 because a discrete lab reference result was not provided nor was an inratio inr value. The accuracy of the result from (B)(6) 2014 could not be determined from the info provided by the customer. The customer did not provide lot numbers or return products for investigation. Further investigation was not possible without add'l info. Although the product associated with the complaint was not returned, off-label use was identified in the complaint. The pt performed testing using venous blood sample and was reported as using heparin. This constitutes off-label use and may have contributed to the unexpected results. Since a lot number was not provided, mfg record review was not performed. No further investigation will be pursues at this time. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio results: results as follows: on (B)(6) 2014, pt was hospitalized with an atrial flutter, lab inr indicated a "very low" inr; exact value could not be provided. Pt is bridging on heparin while in the hospital. Date: (B)(6) 2014, inratio: 2.2, lab: 1.5. Tests were performed within the seconds of each other. Sample for both tests was drawn from an IV. Customer disposed of last strip pouch today and was unable to retrieve it to provide lot info. Therapeutic range: 2.0-3.0. Pt tests on his meter every 4 weeks or so. The last inratio test prior to being hospitalized was back in january; the exact date was not provided. The inratio result was thought to be therapeutic.